Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician the pump channel was displaying "communication error". The device was not infusing at the time of the communication error. The clinician was preparing to use interoperability. Upon inspection of the pump the male iui connector pins were noted to be corroded. The clinician removed the device from the pcu and from the patient's room. Device was sent customer biomed for repair. There was patient involvement but no harm.